Event description:
As reported by the affiliate, during the percutaneous transluminal angioplasty (pta) procedure, the smart control stent moved approximately 1.5cm distally during the stent deployment and the proximal lesion could not be covered. Another 10x 40mm smart control stent was placed in the proximally to the 1st smart control stent and the entire lesion was fully covered. The target lesion was the right common iliac artery near the abdominal aorta. The rate of stenosis was 90%. An ipsilateral approach was chosen for the procedure. A 10x 40mm smart control was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment and released at the target lesion. The tantalum markers were observed to open symmetrically. The handle of the smart control stent delivery system was held straight outside the patient. But the stent jumped approximately 1.5cm distally during the stent deployment and so the proximal lesion could not be covered. Therefore, an additional 10x 40mm smart control stent was placed proximally to the 1st smart control stent and the entire lesion was fully covered. The smart control locking pin was in place during advancement towards the lesion. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis.

Manufacturer narrative:
During stent deployment the smart control stent moved approximately 1.5cm distally requiring placement of an additional stent to cover the proximal portion of the lesion. The target lesion was the proximal right common iliac artery with a 90% stenosis. An ipsilateral approach was chosen for the procedure. A 10 x 40mm smart control was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment and released at the target lesion. The tantalum markers were observed to open symmetrically. The handle of the smart control stent delivery system was held straight outside the patient. The smart control locking pin was in place during advancement towards the lesion. But the stent jumped approximately 1.5cm distally during stent deployment. Therefore, an additional 10 x 40mm smart control stent was placed proximally to the first smart control stent and the entire lesion was fully covered. The procedure was finished successfully. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15955625 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Vessel characteristics and procedural handling may have contributed to the event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices: smart control nitinol stent 10x 40mm. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.